Event description:
Used moisture loc from 2005 through 2007. Used periodically when attending social events. I purchased moisture loc because after turning 50, my eyes were always dry. After a period starting in 2006 through 2007, I had 3 events, 2 of which were not diagnosed. Finally, the 3rd ulcer was diagnosed in 2007. I have lost the vision in my left eye. I have been on anti fungals since the following day. One of the medications is so toxic it has resulted in sores all over my backside of my body and has caused elevated liver results. I have had to go to a dermatologist and will soon see a liver specialist to determine the extent of my damage that might have resulted from the use of renu moisture loc. Dates of use: 2005 - 2007. Diagnosis or reason for use: to clean lenses. Event abated after use: no. Frequency: periodically, for social events.